Manufacturer narrative:
Attempts have been made to ascertain additional information about incident. The file will be updated as soon as additional information is received.

Event description:
Reportedly, the patient sustained a burn during a surgical procedure which involved the device. The procedure and patient sex was not reported. The degree or size of the burn along with the treatment of the burn was also not reported.